Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise and oversensing; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting oversensing of noise, potentially related to the sense b node. Low amplitude morphology measurements were also observed. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported. The s-ICD was later explanted and returned for analysis without any further allegations being made against it in relation to this event.